Event description:
It was reported that the customer was hospitalized on (B)(6) 2012 due to a high blood glucose level of 410 mg/dl. She experienced high blood glucose levels for a week. The customer noticed five bent cannulas. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.